Event description:
It was reported that the user experienced multiple hypoglycemic events, including a documented blood glucose of 61 mg/dl, and had been pausing the ilet pump while ingesting large amounts of soda to correct lows, sometimes delaying resumption of automated insulin delivery and recently avoiding meal announcements due to fear of further drops. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting completed by support, including discussion of the ilet algorithm and risks of pausing insulin delivery, and provision of additional training materials per user request. Investigation included a customer interview and use troubleshooting. Investigation of this case revealed user technique and use pattern concerns related to pausing insulin delivery during treatment of lows and potential overcorrection of hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.